Event description:
During an unknown procedure, an error sound occurred and the blade was broken off. The broken piece was retrieved from the pt. Another like device was used to complete the case. There were no adverse consequences to the pt.